Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. Concurrent conditions included dysmenorrhea and uterine fibroids (approximately 8-10 week sized fibroid uterus with normal appearing adnexa bilaterally.). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and migraine ("migraine / headache") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pelvic pain monthly during menstrual cycle") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (abdominal hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, dyspareunia, nausea, migraine, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: essure was confirmed, both tubes were clamped. 99% sterile. Current weight 173 lbs. More than one essure related to surgery = yes and date- (B)(6) 2018. Number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Essure was confirmed, both tubes were clamped. 99%sterile. Concerning the injuries reported in this case the following events were described in patient's medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menorrhagia. Concurrent conditions included: dysmenorrhea and uterine fibroids (approximately (B)(6) week, sized fibroid uterus with normal appearing adnexa bilaterally). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and migraine ("migraine/headache") .and was found to have weight increased ("weight gain/loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pelvic pain monthly during menstrual cycle"). And was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (abdominal hysterectomy (full), and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, dyspareunia, nausea, migraine, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: essure was confirmed. Both tubes were clamped, 99% sterile. Current weight 173 lbs. More than one essure related to surgery? Yes. And date: (B)(6) 2018. Number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 61.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2014, total bilateral occlusion: essure was confirmed. Both tubes were clamped, 99%sterile. Concerning the injuries reported in this case the following events were described in patient's medical records: pelvic pain, dysmenorrhoea. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, medical history added, date of insertion, rcc updated. Event: abnormal bleeding (general) is downgraded. Event: uterine fibroids added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and uterine fibroids (approximately 8-10 week sized fibroid uterus with normal appearing adnexa bilaterally.). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and migraine ("migraine / headache") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pelvic pain monthly during menstrual cycle"). The patient was treated with surgery (abdominal hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight increased, dyspareunia, nausea, migraine and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: essure was confirmed, both tubes were clamped. 99% sterile. Current weight 173 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Essure was confirmed, both tubes were clamped. 99%sterile.. Concerning the injuries reported in this case the following events were described in patient's medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events added- genital haemorrhage, event weight fluctuation is updated to weight gain. Events onset date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and uterine fibroids (approximately 8-10 week sized fibroid uterus with normal appearing adnexa bilaterally). In (B)(6) 2013, the patient had essure inserted. In 2018, the patient experienced fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headache") and dysmenorrhoea ("pelvic pan monthly during menstrual cycle"). The patient was treated with surgery (abdominal hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, weight fluctuation, dyspareunia, nausea, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain and weight fluctuation to be related to essure. The reporter commented: essure was confirmed, both tubes were clamped. 99% sterile. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Essure was confirmed, both tubes were clamped. 99% sterile. Concerning the injuries reported in this case the following events pelvic pain captured as an event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received: case became valid and incident, new reporter added, event injury is replaced with pelvic pain female, new events fatigue, weight fluctuation, nausea, dyspareunia and dysmenorrhea. Medical history updated, drug stop date updated and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.